Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), mixed connective tissue disease ("autoimmune disorder type of disorder: mixed connective tissue disease") and major depression ("major depression") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal, blood pressure high and menorrhagia (ablation). Concomitant products included cholecalciferol (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant), major depression (seriousness criterion medically significant), anxiety ("anxiety"), fatigue ("fatigue"), weight increased ("weight gain"), fibromyalgia ("fibromyalgia"), back pain ("low back pain") and arthralgia ("bilateral hip pain/bilateral knee pain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, mixed connective tissue disease, major depression, anxiety, fatigue, weight increased, fibromyalgia, back pain and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, back pain, fatigue, fibromyalgia, major depression, mixed connective tissue disease, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will need to undergo additional surgical intervention as a result her essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 25-jul-2018: pfs+mr received: new events: previously reported event injury updated to depression, anxiety, mixed connective tissue disease, fatigue, weight increased, back pain, arthralgia, reporter, patient demographic information, concomitant diseases, lab data added. Case became incident. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometrial ablation ('ablation') and mixed connective tissue disease ('autoimmune disorder type of disorder: mixed connective tissue disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood pressure high and menorrhagia (ablation). Concomitant products included vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant), major depression ("major depression"), anxiety ("anxiety"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), back pain ("low back pain") and arthralgia ("bilateral hip pain/bilateral knee pain"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation date on (B)(6) 2012 and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, mixed connective tissue disease, major depression, anxiety, fatigue, weight increased, fibromyalgia, back pain and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, back pain, endometrial ablation, fatigue, fibromyalgia, major depression, mixed connective tissue disease, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will need to undergo additional surgical intervention as a result her essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 16-mar-2020: pif received: ablation added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), endometrial ablation ('ablation') and mixed connective tissue disease ('autoimmune disorder type of disorder: mixed connective tissue disease') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, blood pressure high and menorrhagia (ablation). Concomitant products included vitamin d nos (vitamin d). On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), mixed connective tissue disease (seriousness criterion medically significant), major depression ("major depression"), anxiety ("anxiety"), fatigue ("fatigue"), fibromyalgia ("fibromyalgia"), back pain ("low back pain") and arthralgia ("bilateral hip pain/bilateral knee pain"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation date (B)(6) 2012 and hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, endometrial ablation, mixed connective tissue disease, major depression, anxiety, fatigue, weight increased, fibromyalgia, back pain and arthralgia outcome was unknown. The reporter considered anxiety, arthralgia, back pain, endometrial ablation, fatigue, fibromyalgia, major depression, mixed connective tissue disease, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for various symptoms. Plaintiff will need to undergo additional surgical intervention as a result her essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.